Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that the customer was at the doctor's office and the doctor noticed the bolus wizard was not set up and it was stated that the diabetes educator could not accessed the bolus wizard but then they were able to. Customer's blood glucose was high at 521 mg/dl. Mother also reported that the insulin pump had a weak battery alarm which was confirmed in the alarm history. It was advised to use the recommended battery type. The insulin pump passed the selftest. It was advised to monitor the device and call back if issue occurs again.